Event description:
Information was received from a consumer regarding a patient who was currently receiving baclofen with concentration 1500 mcg/ml at a dose rate of 605.3 mcg/day and morphine with concentration 2.3 mg/ml at a dose rate of .9281 mg/day via an implantable pump for intractable spasticity. It was reported that the patient experienced more symptoms with the morphine when the intrathecal baclofen was increased so the morphine concentration was changed/decreased. The patient felt like she was more drugged and spacy. It was further noted that over 1.5 years ago (approximately 2014) when the intrathecal baclofen was increased to the max so was the morphine which was too much for the patient and it was decreased. The change in therapy/symptoms was described as having been sudden versus gradual. The date (B)(6) 2014 is considered an approximate date of event (day and month unknown).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.